Manufacturer narrative:
Date of event: date is approximate. Other applicable components are:product ID: 3889-28, lot# va00sw8, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had been implanted in (B)(6) 2012 and in (B)(6) 2012, they did a total pelvic floor surgery. They stated the way they had them on the table, they did not realize that scar tissue was not holding the wire. The wire moved and went into the patient's piriformis muscle and they were not able to walk for almost 3 months. They removed it and they patient was scared to put in another one. Their symptoms got really bad. In 2016 they had it replaced and had another ins done. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.